Event description:
Customer reported blood glucose results of 258 mg/dl on the aviva system and 115 mg/dl from a venous lab sample within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.